Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on ultrasonic cleaner per OEM schedule due to back ordered pm parts. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for device that sterilized high risk instrument and equipment. FDA safety report ID# (B)(4).